Manufacturer narrative:
(B)(4). The device has not been returned to physio-control. The cause of the reported issue could not be determined. The customer advised physio that the device has been permanently removed from service. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off. The customer advised physio that the issue occurred following service at a third party repair facility. There was no patient use associated with the reported event.